Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that his blood glucose went up and he discovered that his site had come out. Customer changed his site and gave himself a 9 unit bolus. Customer stated that his blood glucose has come down to 427 mg/dl. Customer stated that he is concerned that it is not coming down fast enough. Customer went over his bolus wizard settings. Customer checked his blood glucose again and it was 381 mg/dl. Customer's target is 120-130 mg/dl. Customer stated that he is using windows xp. Customer was assisted with using windows xp. Customer stated that he was able to upload.